Event description:
A customer reported receiving a minimum fill notification while attempting to load a new insulin cartridge. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to remove the pump from its case and clean the pneumatic tap area with an alcohol wipe or lint-free cloth. After following these instructions, the customer successfully reloaded the cartridge and resumed insulin delivery.